Event description:
A pt in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m150 set. After connecting the pt the pressure continued to rise. The nurse observed the cone of the arterial access luer connector was damaged which probably caused the pressure to rise. No blood can be pulled from the pt. Treatment was restarted with a new prisma flex filter set.

Manufacturer narrative:
The review of the prismaflex m150 set device history record and complaint history files for lot number 14e2609 shows that there is no mfg anomaly. The prismaflex m150 set was discarded and not available for inspection. Reportedly, the nurse observed the cone of the arterial access luer connector was damaged which probably caused the pressure to rise.